Event description:
It was reported that, "surgeon decided he needed to use a ts insert while performing a total knee. Ts inserts were not available in the area. Every effort was made to get the implant to the hospital as soon as possible. It was 2 hours and 30 min before the implant arrived."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was implanted in the pt and was not returned to the manufacturer. The device catalog number and lot code were not provided. Additional information was requested. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.